Manufacturer narrative:
Continued e1 phone number : (B)(6) a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and migration.

Event description:
Healthcare professional, through distributor, reported "ruptured" and "suspicion for silicone gel migration to the axillary lymph nodes". Healthcare professional, through distributor, later reported "rupture" and "inner silicone gel touched the patient". This record is for the left side. The device was explanted.